Event description:
Pt received new order for test strips and began using in 2009. Reports false high readings multiple times with this lot number, and pt as a result, increased insulin dose to account for high readings. Pt reports no adverse effects of taking excess insulin, as it was an acute incident. Referred pt to mfg to report. Shipped replacement for suspected defective product.